Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer stated that she was clinically dead. Customer stated that she was hospitalized for two weeks with pneumonia in both lungs and she had breathing treatments. Customer also stated that the insulin pump was exposed to an MRI in the hospital when they performed the chest x-ray. Nothing further was reported.